Manufacturer narrative:
The product was expected for return but can not be located by the facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All setscrews were fully functional. Analysis did not identify any device characteristics that would have caused or contributed to the reported inability to retract the ra port setscrew and insert the lead terminal pin.

Event description:
It was reported that, during the implant procedure, the is1 right atrial (ra) set screw on this cardiac resynchronization therapy defibrillator (crt-d) would not retract. Multiple screwdrivers were attempted. This crt-d was replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The product was expected for return but can not be located by the facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the implant procedure, the is1 right atrial (ra) set screw on this cardiac resynchronization therapy defibrillator (crt-d) would not retract. Multiple screwdrivers were attempted. This crt-d was replaced prior to pocket closure. No adverse patient effects were reported.